Event description:
I bought 3 ellume covid home test kits last fall. The lot numbers were not on the recall list. I needed to use a test last week and checked the lot numbers against the recall list again. They are not reported as recalled. I tried to use the tests and in attempting to log the device into the website the tests all generated a recalled error. I called them and they confirmed the recall based on the lot numbers which are not listed on the recall website. FDA safety report ID# (B)(4).